Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The daughter of a customer reported via phone call that her mother was just released from the hospital for heart failure. Customer's blood glucose was 400 mg/dl. Customer could not prime and rewind the insulin pump. Troubleshooting provided assistance to customer to successfully rewind and prime pump. The customer declined troubleshooting for high blood glucose.